Manufacturer narrative:
Should additional info become available regarding this event it will be re-evluated and a follow-up report will be sent.

Event description:
It was reported the pt experienced dyspareunia and left groin pain. The monarc sling system was removed on (B)(6) 2012 and the event did not abate following the explant. No additional pt complications have been reported in relation to this event.